Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed the cls was in an angled position which could have contributed to the reported pain. A revision procedure was performed, and the cls was repositioned to resolve the reported event.

Manufacturer narrative:
Additional information: section d - expiration date, section g - date received by manufacturer; type of report, section h - device manufacture date; evaluation codes. The cls remains implanted. The root cause of the pain at the cls implant site cannot be definitively determined; however, it was noted the cls was in an angled position which could have contributed to the reported pain. Evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿